Event description:
The lay user/patient contacted lifescan (lfs) alleging that their one touch ultra link meter does not power on with inserting a test strip, or by pressing the power button. Patient replaced the batteries and issue persisted. The battery contacts were in good condition. The patient was using the correct vial of test strips. The patient did not exhibit any symptoms, or seek any medical intervention due to the alleged issue. Meter was replaced. The complaint is being reported due to the alleged issue with the meter, and issue was not resolved via troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.